Event description:
The pt was reportedly experiencing poor performance. Testing of the device revealed that it was functioning within normal limits. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.